Event description:
It was reported on (B)(6) 2015, that a proximal screw used to secure a sign im nail implant was broken; and was identified during a follow up visit. Healing of the fracture had already taken place.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken screw is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The broken screw presents no risk of injury to the patient. It was left in place. Healing of the fracture site has already taken place. Sign fracture care international will continue to monitor these events as part of our post market activities.